Event description:
Incorrect readings bpm readings aren't reading correctly. 200/140 and that is not normal.

Event description:
Incorrect readings bpm readings aren't reading correctly. 200/140 and that is not normal.